Event description:
It was reported that there was non-physiological noise on this right ventricular (rv) lead which caused oversensing and a stored ventricular episode. Reprogramming and rv lead evaluation was advised. No adverse patient effects were reported. Currently, this lead remains in service.